Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Md attempted to place a ventricular tunneling pressure a monitoring kit. He was unable to remove the stylette from the first catheter. A second catheter was successfully placed. Second catheter placed functioned as intended. The pt later expired unrelated to the catheter. Per reporting facility, pt suffered a severe head injury resulting in death.